Event description:
Technical services received a call on 11/20/12. Caller reported going to extract this ra lead today due to high thresholds. No additional information is available at this time. Lead was implanted (B)(6) 1995. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).